Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles had inner shield attachment issues. The following information was provided by the initial reporter: the consumer reported inner shields hard to remove as the flare on the bottom of it too hard to grasp. Date of event: unknown. Sample status: awaiting sample.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: lot #: 1251959 ¿ device expiration date: 08-sep-2021 ¿ device manufacture date: 30-sep-2026; lot #: unknown ¿ device expiration date: unknown ¿ device manufacture date: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles had inner shield attachment issues. The following information was provided by the initial reporter : the consumer reported inner shields hard to remove as the flare on the bottom of it too hard to grasp. Sample status : awaiting sample.